Event description:
The manufacturers domestic evaluations department determined the lancet needle that is a part of the softclix system used in finger-stick blood glucose testing protrudes outside the dial cap after firing. The original reporter stated the lancet needle would not puncture their finger when attempting blood glucose testing. No actions taken or treatment information was provided. A request was made for the return of the suspect device and replacement product was sent.